Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, customer continued to use the same cartridge, syringe, and needle after applying more pressure to the plunger and completed the load process. Subsequently, it was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. Customer added insulin to the cartridge and loaded it successfully. Customer¿s blood glucose level was 179 mg/dl.